Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Two of this lot were used during the procedure. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
MDR 1825034-2011-00593 & 00594 were reporting the same event. Evaluation of returned devices used in the procedure confirmed 2 units functioned as intended and one device had a loose weld and was missing a component. Review of device history records confirmed that the correct components were issued to each device, and the weld operation was completed. Reason for the returned condition could not be determined. (B)(4).

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2011. During the procedure, the surgeon used three meniscal repair devices. The switches on the device that are used to deploy and cinch the anchors were harder to move than expected. No patient injury or significant delay to the procedure was reported.